Event description:
Customer reported that he was hospitalized twice due to low and high blood glucose. Customer blood glucose reading at the time of hospitalization the first time was 50 mg/dl. The second time customer was hospitalized for high blood glucose of 220 mg/dl. Customer stated that he had a severe stress prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.